Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02715. It was reported that a rotawire fracture occurred. A 330cm rotawire¿ and a 1.75mm rotalink¿ burr were selected for use. During the procedure, both 1.25mm and 1.50mm rotalink¿ burrs were successfully used in ablating the lesion. Then, a 1.75mm rotalink¿ burr was tested. However, upon testing outside the patient's body, the rotawire¿ became fractured 2-3cm before connecting into the y-adapter. The rest of the wire was removed from the patient. The procedure was not completed and angioplasty result was unsatisfying as no other 1.75mm burr was available onsite. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated.#xb. Device evaluated by manufacturer: the device was returned for analysis. The device was returned together with a rotablator from a related complaint. The guidewire was outside the rotablator. During the inspection of the guidewire, it was encountered it had the distal tip and body kinked; the kinks in the body were located approximately at 0, 3 cm and 25 cm from the proximal end. The distal and proximal ends looked normal. No more damages were observed in the guidewire. All other dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02715. It was reported that a rotawire fracture occurred. A 330cm rotawire¿ and a 1.75mm rotalink¿ burr were selected for use. During the procedure, both 1.25mm and 1.50mm rotalink¿ burrs were successfully used in ablating the lesion. Then, a 1.75mm rotalink¿ burr was tested. However, upon testing outside the patient's body, the rotawire¿ became fractured 2-3cm before connecting into the y-adapter. The rest of the wire was removed from the patient. The procedure was not completed and angioplasty result was unsatisfying as no other 1.75mm burr was available onsite. No patient complications reported and the patient's status was stable.